Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 12 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter there was unable to fill tube completely. The following information was provided by the initial reporter. The customer stated: "when setting up the blood collection tube (clipping), the blood does not go into the tube. We have to change the sampling tube 3 times out of 4 for the sampling to be done."